Event description:
The reporer stated that the pt was in the hosp due to pneumonia. The device result was 209mg/dl compared to another hosp device of 102mg/dl. A lab value was reported as 10 points off the 102. The device was replaced and requested to be returned for evaluation.